Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received plate was found to be broken at the level of 10th hole from the broader side. The fracture surface clearly indicates towards a fatigue fracture evident by lines of rest on one of the broken side, progressing downwards while the other end exhibiting instantaneous fracture zone. It is likely that the breakage happened at the level of the fracture site due to a possible non-union, however, without radiographs it cannot be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on available information, the breakage of the plate can be attributed to a fatigue failure however the exact reasons to affect it could not be determined as other patient details like medical records were not available at the time of investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
The following information was reported: axsos femur plate broke after fixation of femur fracture. Revision surgery needed after the plate broke.

Event description:
The following information was reported: axsos femur plate broke after fixation of femur fracture. Revision surgery needed after the plate broke.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.